Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - aviva system 1 (B)(6) - aviva system 2.

Event description:
Customer allegedly received the following results on two different meters within 10 minutes: 90 mg/dl, 450 mg/dl (aviva system 1) and 120 mg/dl, 122 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.